Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 435 mg/dl. The customer had not reported any symptoms and was treated with injection. Customer stated that bg has been going up to 300 to 400 mg/dl. Customer's current blood glucose value was 165 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer alleges pump is under delivering as blood glucose continued to rise even though they changed out infusion set. The drive support cap appears normal. Customer reports insulin exited at the quick release. There were no leaks or air bubbles. The device passed the basic occlusion test and displacement test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump was not returned for analysis.